Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6-12f mynx control venous vascular closure device (vcd) was being inserted through an unknown 6f sheath, and the sealant sleeve caught on the valve and separated exposing the polyethylene glycol (peg) sealant. The device did not enter the body; a new mynx was opened and deployed successfully. There was no reported patient injury. The mynx vcd was used in an interventional electrophysiology (ep) procedure using a 10.5f non-cordis sheath introducer. The puncture site was the left femoral vein, and the femoral artery suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was venous, and there was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted to the sealant sleeves. The sealant was prematurely exposed during insertion into the sheath. The device was removed from the package correctly. The device will not be returned.

Manufacturer narrative:
Sections d3 and g1 were corrected. As reported, a 6-12f mynx control venous vascular closure device (vcd) was being inserted through an unknown 6f sheath, and the sealant sleeve caught on the valve and separated exposing the polyethylene glycol (peg) sealant. The device did not enter the body; a new mynx was opened and deployed successfully. There was no reported patient injury. The mynx vcd was used in an interventional electrophysiology (ep) procedure using a 10.5f non-cordis sheath introducer. The puncture site was the left femoral vein, and the femoral vein suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was venous, and there was no presence of pvd or calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted to the sealant sleeves. The sealant was prematurely exposed during insertion into the sheath. The device was removed from the package correctly. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2502403 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint sealant sleeves (cartridge assembly) frayed/split/torn and mynx control system deployment difficulty) premature could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.